Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-08164. It was reported that the patient was not receiving adequate therapy. As a result, the patient's scs system was explanted.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2019-08164.